Event description:
Additional information received reported patient had an ipad sitting on their stomach the night before motor stall.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the event resolved without sequelae on (B)(6) 2013. Interventions included suspended therapy and the pump was shut off. Signs and symptoms included increasing pain. The patient was afraid of the pain pump and wanted it turned off.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly, normal device function. (B)(4).

Event description:
Additional information received reported that the pump was explanted (B)(6) 2014. There were no plans to replace the pump. Additional information received reported pump was explanted due to motor stall.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n130509, implanted: (B)(6) 2008, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that an alarm was heard and confirmed by telemetry. Telemetry confirmed a critical alarm is occurring. The alarm was due to a motor stall. The patient was sitting by her alarm system when she heard her pump beeping. The patient was unsure whether it was her pump beeping or her alarm system. The patient was seen by the hcp on (B)(6) 2013. The logs were read and noted that on (B)(6) 2013 a motor stall occurred at 1 am. The logs show a motor stall recovery at 1:37 am. The patient was feeling better now but had increased pain like "something being pulled out of her back". The patient had been using her ipad on her lap but reported she always does this. The patient initially reported the alarm occurred around 8:00, but it could have been later. A pump off authorization form was requested. The pump was delivering bupivacaine, clonidine and sufentin.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the motor stall recovered. On (B)(6) 2013, a motor stall occurred at 12:56am and recovered at 1:33am. On (B)(6) 2013, a motor stall occurred at 8:59pm and recovered at 9:10pm. The following day, the pump was intentionally stopped. The event logs indicated that the pump was stopped due to the off state. The patient requested a pump removal, as he was afraid of the pump. The removal was to be done at a later date.